Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the doctor's meter and the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.8, doctor's meter: 3.0, lab: 2.9.